Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that tr40cc intra-aortic balloon (iab) the circuit leak alarm started.

Manufacturer narrative:
Corrected fields: b5, d1, d4 lot number, UDI number, serial number should be blank, initially it was mentioned as unknown, d8 single use device, e1 event site postal code should be empty, g1, g2, h6 type of investigation, investigation findings, component codes, investigation conclusion updated fields: updated fields - b4, d8 device serviced by third party, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 type of investigation, h11 the product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The sheath was returned covering the catheter tubing and the rear portion of the membrane. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Extender tubing, pressure tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that tr40cc intra-aortic balloon (iab) was inserted from the femoral artery of the patient in the evening and iabp was started. Between the middle of the night and the early morning, the circuit leak alarm started to sound frequently. Patient was involved.